Manufacturer narrative:
(B)(6). One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found damaged battery compartment and distorted areas on the display. Functional test couldn't be performed due to the nature of the problem, as pump goes immediately into alarm after being powered on, alarming error code (B)(4) , which point to a faulty printed wiring assembly (pwa). The pwa and display were replaced.

Event description:
It was reported that there was observed reddish/pink display and error code (B)(4) . While infusing for about approximately 5-7 minutes, the screen was not able to indicate how much volume was infused, the pump alarmed. The entire screen turned red with the alarm icons and then became ¿pixilated. The display is broken on the inside, on left top side, visible when powered up. The observed pump faults have disabled function to all the keyboard buttons. There was no patient involvement, and no patient harm/ adverse event reported.